Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the video processor (vp) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vp was analyzed and the error 319 was found indicating the fault, confirming the failure occurred in the field. During visual inspection, the whole unit was found heavily oxidized. The vp was installed onto the golden system where the component functioned as expected. The golden system was set to run 10 power cycles and sitting idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified. The complaint was confirmed based on the field evaluation. As a result of these findings, failure analysis concluded that no root cause could be attributed to the reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered an error 319. The patient side cart (psc) was not connected at the time. The customer connected the psc blue fiber cable, and restarted the system but the reported error persisted. Technical support engineer (tse) advised the customer to perform a hard power cycle with the blue fiber cable reset on the video processor (vp) but issue persisted. The procedure was converted to laparoscopic surgery with no reported injury.